Event description:
The pt reported, she was experiencing persistent pain at her ipg site and the pocket site was sore and sensitive to touch. The pt also stated, she experienced the discomfort even when the stimulation was turned off. F/u pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.